Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 538 mg/dl; cause was unknown. Manual injections were administered to address bg level. Reportedly, the customer consulted with health care provider and performed a system check and verified that the pump was functioning as intended.